Manufacturer narrative:
The device was received. Investigation is not complete. (B) (4)

Event description:
The customer contact reported arcing inside the clear plastic housing at the male end of the ac power cord and charring on the back of the device. Prior to patient use, it was noted that the device would not operate on ac power. The device was removed from clinical service. During testing at the user facility, arcing was noted inside the clear plastic housing of the male end of the ac power cord. Charring was noted on the back of the device near where the ac power cord enters the device. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested no additional information was provided.